Event description:
It was reported they replaced the leads. It was also noted they needed the stylets out of it but used a new lead anyway. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the outcome was resolved without sequelae on (B)(6) 2014. It was noted that interventions included reprogramming. It was noted that interventions included that the device was replaced requiring surgical repositioning. It was noted that x-rays taken on (B)(6) 2014 showed that the leads had not migrated. It was noted that surgical observation on (B)(6) 2014 showed that the lead migrated. It was noted that the event was related to the device or therapy. It was noted that the event was not related to the procedure. It was noted that the stimulation was in the ribs rather than the area of pain. It was noted that the stimulation in the ribs was painful. It was noted that the severity was mild.

Event description:
Additional information received reported that the patient experienced painful stimulation in the ribs. It was observed that the lead tip under fluoroscopy showed that the lead had not migrated. The lead migrated from t7-8 to t10. Surgical observation revealed that both leads had migrated and both leads were repositioned. After repositioning the patient did not experience relief from one of the two leads. The lead was replaced. The outcome was resolved without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot# va0fnxb039, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 97791, explanted: (B)(6) 2014, product type: accessory. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4). Final analysis of the lead revealed no anomaly found. Final analysis of the anchor revealed no significant anomaly. The anchor was cut.